Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported difficulties appear to be related to calcification in the patient anatomy. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the heavily tortuous, moderately calcified, 80% stenosed, eccentric, de novo, distal left anterior descending (lad) artery a non-abbott guide wire was placed and a ht whisper guide wire was advanced to a side branch and met anatomical resistance and failed to cross. The whisper guide wire was removed and outside the anatomy the tip was floppy and had loss shape. A different device was used in the procedure and a xience stent was implanted without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.